Event description:
It was reported to tyco healthcare / kendall that a customer had an issue with an scd sleeve. The customer reports that the dr had a pt who reported numbness in their lower extremity after a routine laparoscopic procedure. The dr observed and noticed some "foot drop" from the pt. He determined that this was due to our sleeve tubing pressing against the perineal nerve on the pt's shin. He reported that the pt's feeling had returned as he told them it would.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.